Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a drop in heart rate from 100 beats per minute (bpm) to 50 bpm while biking. Boston scientific technical services (ts) discussed programming options. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.